Event description:
In the evening the slave central monitor in the ICU went blank and was without power. The main central monitor by the unit clerk remained active. The way the monitoring is set up in the ICU at (B) (6) is with a central station on one side of the room and a slave monitor on the other side. This allows both sides of the nurses station to visibly see all patients and alarms on both sides. The slave monitor in this instance blanked out, although the central station monitor still showed all patients and annunciated all alarms. The failure of the slave hampered staff from seeing patients unless they went into the patients' room or going to the central station. It was determined, due to the age of the device (life expectancy is six years), that a replacement was warranted, purchased and installed to bring the unit to full functionality.